Event description:
It was reported via clinical trial patient (B)(6) experienced, post-operative pain, right apical pneumothorax, air leak and pulmonary edema. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Batch # unk. Only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Additional information was received: adverse event term: post-operative pain is the adverse event serious? No relationship to study device: not related relationship to primary study procedure: causal relationship outcome: recovering/resolving adverse event term: right apical pneumothorax is the adverse event serious? No relationship to study device: not related relationship to primary study procedure: causal relationship outcome: recovering/resolving adverse event term: air leak is the adverse event serious? No relationship to study device: : possible relationship to primary study procedure: causal relationship outcome: recovering/resolving adverse event term: pulmonary edema is the adverse event serious? No relationship to study device: not related relationship to primary study procedure: causal relationship outcome: recovering/resolving updated: outcome: value "recovering/resolving" has been changed to "recovered/resolved" adverse event term: subcutaneous emphysema relationship to study device: unlikely relationship to primary study procedure: causal relationship intervention/treatment: none: no diagnostic imaging: yes observation: yes outcome: recovering/resolving updated: relationship to study device: value "not related" has been changed to "unlikely" adverse event term: pulmonary edema relationship to study device: unlikely relationship to primary study procedure: causal relationship intervention/treatment: none: no observation: yes updated: relationship to study device: value "not related" has been changed to "unlikely" adverse event term: right apical pneumothorax relationship to study device: possible relationship to primary study procedure: causal relationship intervention/treatment: none: no diagnostic imaging: yes observation: yes outcome: recovering/resolving updated: relationship to study device: value "not related" has been changed to "possible" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/7/2022 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested: per pi, surgeon. Was there any difficulty with the device intraoperatively? No does the surgeon believe a deficiency with the device was what led to the prolonged air leak? If so, please provide more detail. Unlikely, the patient had moderate emphysema, so was at risk for these complications. Without the device if might have been worse h1